Event description:
Cardene infusing in carefusion alaris pc when the nurse noticed the cardene was flowing rapidly in the chamber of the tubing. The nurse stopped the infusion pump and opened the chamber door. Once the door was opened, cardene was 'shooting' out of the tubing.